Event description:
It was reported that during ICD device change out for normal eri, externalized conductors were observed on the lead. No electrical anomalies were detected. Patient was asymptomatic. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.